Manufacturer narrative:
The reported event that a screw fell out of the device was confirmed by the complaint specialist during device evaluation; during the visual inspection the lock nut was found to be detached from the tool.

Event description:
It was reported that during setup at the user facility a screw fell out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.